Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the mobile system within 10 minutes: 61 mg/dl and 28 mg/dl. No adverse event reported. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.